Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a malfunction clamp and sensor and did not properly sense the loaded cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump exhibited a malfunctioning clamp and clamp sensor and did not properly sense the loaded cassette¿ was confirmed by preforming downstream occlusion test. The unit alarms cassette is not attached properly. The probable cause was a bad downstream occlusion (dso) sensor. Replaced dso sensor and seal. Calibrated dso, updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.